Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the left external iliac artery with mild tortuosity and heavy calcification. The 7 x 40 mm armada 35 balloon catheter was advanced to the lesion without issue. The balloon was inflated to 10 atmospheres (atm), for 30 seconds. The balloon was then pulled proximal and inflated to 15 atm, for 30 seconds. The balloon was pulled 10 mm proximal again, and inflated to 18 atm, for 30 seconds. When the armada balloon catheter was pulled into the guiding catheter, strong resistance was felt; therefore, the whole system was pulled into the sheath, and removed out of the anatomy. A new armada 35 balloon catheter was used for post-dilation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.